Event description:
The customer reported having issues with the insulin pump. She stated that her glucose level went down to 23 and 24mg/dl, and the paramedics were called couple times last year. The customer stated that she seemed her blood glucose was low, but when she checked it was 350, and a minute later it was about 408mg/dl. Then the customer stated that she was in the hospital for five to six days with low blood glucose; her glucose level was 23mg/dl at time of her admission. Troubleshooting was performed, and the customer stated that the reservoir was falling out of the insulin pump due to a piece of plastic missing on the reservoir compartment. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked display window corners, broken reservoir tube lip, missing reservoir tube lip o-ring, and scratched screen.